Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found based on the data available. The analyst noted that p wave amplitudes were low. Concomitant medical products: model: dtba1d1 bi-v ICD; implanted: (B)(6) 2016. Model: 694765, rv lead; implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a normal follow-up it was discovered that the patients right atrial (ra) lead sensing had diminished and was sensing "low p-waves." The lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.